Event description:
An end-of-service / end-of-life message was reported. The patient¿s neurostimulator was explanted and replaced after normal battery depletion. During the battery replacement the hcp decided to replace the extension, which high impedance had previously been seen on (see MFR. Rep. 3004209178-2011-09039). While tunneling the extension the carrier broke and the broken piece needed to be removed surgically. A new extension was eventually implanted, and following the procedure it was reported that the patient was doing fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389-40 lot# j0333768v implanted: (B)(6) 2003 explanted: na; extension model 748240 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2012; programmer model 7438 serial# (B)(4). Analysis of the unknown tunneling tool found no significant anomaly. The tunneling tool shaft was bent. Analysis of the carrier model 3655 lot unknown found the proximal and distal ends of the inner carrier were stretched. The proximal end of the inner carrier was cracked / broken.